Event description:
It was reported that anomalous auto mode switch episodes were observed. Review of the egms indicated retrograde conduction. The clinic had never run a retrograde conduction test on the patient and it was recommended to do so. Device reprogramming was also recommended.